Event description:
Event description guidant received information that, approximately 42 months post-implant, this implantable cardioverter defibrillator (ICD) was interrogated during a routine follow-up device check and the battery status was eol (end of life). It was reported that the device had reached eri (elective replacement indicator) approximately 4 months previous due to charge time. It was further noted that the patient did not hear beeping tones and the device (prior to reaching eol) was pacing at 75% in vvir model.